Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump¿s batteries dying battery crack on screen right hand corner around the back alarm sound was weak and he was hearing impaired 24 hr decline. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected absence of occlusion alarm anomalies noted. Device received with cracked case at the display window corners, cracked lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).